Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Evaluation summary: the reported condition of an infusor sv 2 device with a ruptured reservoir was confirmed during product evaluation. This device is a single use device and will not be repaired.

Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor sv 2 device ruptured during filling. The device was being filled with 30ml of 5-fluorouracil and 50ml of saline at the time of the rupture. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.